Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 h3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the delay for the time it took for the system to be rebooted.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The software analysis for the system freeze concluded that there were two sessions on the reported date and only the first session logged that the site went to till the navigation task. Logs did not capture any core files, segmentation faults, page blocks, disk input/output (I/o) errors, rabbitmq errors, database errors, or other abnormalities on the reported date. Hence, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The software analysis for the registration not being visible concluded that there were two sessions on the reported date and only the first session logged that the site performed multiple successful trace registrations with a minimum of 1.8 millimeter (mm) error accuracy metric but did not provide any information related to registration visibility and proceeded with the navigation task. Apart from this, the logs did not capture enough evidence related to the registration visibility issue. As per the information provided on 2025-feb-27, site refused to provide the patient archives. Without exam archives, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15. H2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a pituitary surgery. It was reported that the system froze during the task ¿navigation. The system suddenly showed a black screen and booted autonomous to the login screen. User reported that the registration was not visible anymore. Therefore navigation had been aborted. No reported impact on the patient.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762 , version #:(B)(6) h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.